Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to force sensor damage by moisture. Unable to verify prime alarms due to motor error alarms. Insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads and received with minor scratches on lcd window. The motor was tested outside the device and passed.

Event description:
The customer reported that insulin squirted out during the manual prime process and the insulin pump gave an a33 alarm. The blood glucose reading was 234 mg/dl. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.